Event description:
It was reported that loss of pacing was noted on the device resulting in the patient experiencing fatigue and arrhythmia. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The field complaint of loss of pacing was not confirmed. The device was received from the field in normal range of operation level. Telemetry, pacing, and high voltage output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on device usage.